Manufacturer narrative:
All buttons functioned properly. However, the insulin pump had corroded keypad traces. No button error alarm during testing. The insulin pump received with broken battery tube thread, cracked reservoir tube lip, and stained end cap sticker noted.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The device had not been exposed to moisture. It was stated there was a slight crack on the device around the battery cap. The customer's blood glucose level was 8.5 mmol/l. The customer agreed to return the device for analysis and discontinue use.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.